Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator. It was reported that there was a concern with the battery longevity as an elective replacement indicator (eri) was seen with the device off although the patient was implanted only 10 months prior to date notified. The physician did not understand why the implant was discharged early with the device explanted and replaced on (B)(6). The issue was resolved at the time of the report. No further complications are anticipated.

Manufacturer narrative:
Additional information indicated that the initial report should have had an aware date of (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ns (B)(4) activa scx neurostimulator s/n (B)(4) confirmed the allegation. Analysis determined that the implantable neurostimulator (ins) is at end of service (eos) or elective replacement indicator (eri). A longevity estimate was calculated using available parameter information, and the ins did not meet expected longevity. During destructive analysis, the hybrid portion of the ins was tested with a known good battery and was found to function within specifications. During destructive analysis, the battery portion of the ins did not indicate any internal anomolies that would have caused premature depletion. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. The end of service (eos) bit was reset using a lab programmer in order to test the output. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. A computer longevity estimate was completed based on the parameters the device had when received for analysis. The information obtained from the ins upon receipt indicated the device had reached eos (end of service). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.